Event description:
Pt went to surgery for excisional biopsy of left femur osteochondroma. During surgery, when the surgeon went to rasp the end of the medial cortex of the femur, the rasp broke and the surgeon had to enter the wound to locate the missing pieces. He retrieved missing pieces, took an x-ray, still present on the film was an area of radial density. The surgeon irrigated the wound and re-inspected and repeated the x-ray which then was normal and unremarkable for any retained foreign material. There was no permanent injury to the pt, but additional irrigation and two additional xray films. The device of unk age is being returned to the MFR for eval on nov 9, 2009.